Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. Device one: the t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The sliding section of the suture has been cut. The variable depth straw has been trimmed. Device two: the t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The suture has been loosed from the depth straw and hanging. The variable depth straw has been trimmed. Of device one could not be performed due to the condition of the device. A functional evaluation of device two, using a simulation meniscus, showed the t2 was deployed and implanted as intended, the knot was able to tighten down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) ultra fast-fix t2 suture could not be tightened, t1 was successfully removed using tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.